Manufacturer narrative:
(B)(4). Batch #: n5493k: the battery was stuck in the device due to the misassembly of the bulkhead. The bailout was reset and the device was test fired and functioned as intended. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a left colon procedure, after the first shot the blade does not return. The reverse button is activated and does not change anything, so the blade is manually back. Unknown how case was completed. There were no adverse consequences for the patient.